Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with moisture and residue on the lens. Visual inspection found the lens haptic broken and deformed with residue on the lens surface. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation corrected to: the lens was returned dry, in a microcentrifuge vial, with residue on the lens. Visual inspection found the lens haptic broken and deformed with residue on the lens surface. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.5 diopter, into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.